Event description:
Pt was implanted with a surgical lead in 2009. The surgery was uneventful. In the recovery room, the pt reported having no feeling in both legs. The pt was taken back into the operating room that same day. A hematoma was discovered under the paddle portion of the lead. The cause of the hematoma is unk. The md cut the lead, left the ipg implanted with the terminal ends of the lead in the ipg, and discarded the rest of the lead. The following day, the sales rep came to the hospital to turn stimulator on and program pt; and was informed of pt's status and lead removal. The pt regained feeling in their right leg. The pt does not have feeling in their left leg, but can move their big toe.

Manufacturer narrative:
Device history record and sterilization record were reviewed, no anomalies were found. Results: all records reviewed were found to meet specifications. Conclusion: device not returned. The cause of the reported complaint could not be determined from the review of the DHR and sterilization record. Ans has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Ans defers to the pt's physician regarding medical history.